Event description:
Patient representative reported, right side seroma, intense pain, swelling, prothesis rotation on the surgical site and recall. Patient representative also reported, depression and fever. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: seroma late.